Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer stated the right front caster on the chair broke when it hit a non level part on the concrete.